Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01233, 3005168196-2016-01235. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak from the superior mesenteric artery (sma) to the inferior mesenteric artery (ima) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern with a continuous flush running, the physician experienced resistance after about five centimeters of the coil advanced out of the tip of the lantern. Due to the resistance, the physician stopped advancing the ruby coil and attempted to withdraw it. However, while the physician was attempting to retract the ruby coil, it unintentionally detached with a majority of it still inside the lantern. Therefore, the physician decided to remove the lantern from the patient. However, as the lantern was being retracted, the ruby coil remained in place and did not come back out with the lantern. Part of the coil stayed at the origin of the ima and the other portion detached in the sma. The physician required a micro-snare device to retrieve the main portion of the ruby coil that was in the sma, which was about seventy-five percent of the coil and was unable to snare the other portion that was by the origin of the ima and trailing back. The remaining portion of the coil was left in the ima since the physician was unable to retrieve it and did not believe that it would cause any harm to the patient. After removal, the lantern did not appear to be damaged; however, it was not used to continue the procedure. Thereafter, the physician approached the contralateral femoral artery and then went into the ilio-lumbar to gain access to the sac of the endoleak and successfully deployed and detached numerous new ruby coils of varying sizes using a new lantern. While advancing a new ruby coil through the new lantern, the physician encountered resistance. Therefore, the coil was removed intact and undamaged. The procedure was then successfully completed using a new smaller-sized ruby coil and the second lantern. It should be noted that the physician did use a rotating hemostasis valve (rhv) and maintained a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.